Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensing of noise resulting in three inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined the extra signals sensed by the device could be t-waves. Rhythmcare recommended performing an x-ray to evaluate system integrity. This device system remains in service. No additional adverse patient effects were reported.